Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell with the pump and the touchscreen was shattered. The pump was no longer functional. The customer's blood glucose was not impacted and insulin injections were to be used to manage diabetes.